Event description:
It was reported to philips that there is a joystick geometry issue tso the joystick remains tilted causing the table to move on its own. No harm to the patient or user was reported. Philips has started an investigation of this complaint.